Event description:
It was reported the patient (pt) was unable to recharge (B)(6) ins and had communication issues while recharging. (B)(6) ins was replaced with a medtronic one. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).